Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that following a revision procedure (MFR report 3006630150-2018-02116) the patient had a poor wound healing and had an infection at the ipg site. It was noted that patient was having drainage of yellow to green fluid from the battery pocket, redness, increased pain, lack of appetite, nausea, fever, and chills. It was stated that infection was not device or procedure related as patient had multiple (B)(6) infection in the past. The patient was prescribed with bactrim. The physician did not suspect device malfunction. The patient underwent an explant procedure.